Manufacturer narrative:
Product analysis the was returned dismantled, the deployment wheel and pull wire were detached from the silver retractable isolation sheath, the handle was in two parts, an unknown introducer was stuck in place over a section of the isolation sheath and the strain relief was cracked and broken with part of the print erased the device returned with approx. 5mm of the stent exposed the guidewire was measured and confirmed as 0.035¿ the outer isolation sheath was skived back and approx. 85mm of the stent was present no functional testing could be carried out due to the condition of the returned device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was attempting to use a everflex entrust stent to treat the cto in the left sfa, artery diameter 6mm and lesion length 150mm. The degree of tortuosity was minimal and degree of calcification was cto. The lesion was not pre-dilated. There was no damage noted to the packaging and no issues noted when removing the device from the hoop/tray. It was reported there was issues when deploying the stent, the physician noticed the wiring had come off the wheel of the handle. He pulled the strings inside the handle and deployed the stent successfully. No resistance was encountered when advancing the device and excessive force was not used. The device did not pass through a previously-deployed stent. There was no injury to the patient as a result of the difficulty.